Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery (lad). A 2.50x16mm promus element¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the shaft of the stent was broken. The broken shaft was then snared completely out of the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Describe event or problem corrected, device evaluated by MFR: promus element mr ous 2.50 x 16mm stent delivery system (sds) was returned for analysis. A visual examination of the stent identified proximal damage. Proximal struts 1-2 were damaged and bunched in a distal direction. The remainder of the stent was undamaged. The crimped stent outer diameter (od) of the undamaged section was measured which is within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the stent was damaged and hypotube was kinked and not shaft broken as previously reported. The target lesion was 80% stenosed and was mildly tortuous and mildly calcified.